Event description:
It was reported the device failed preventive maintenance. When the device was powered on there was no output display. Battery was changed and the device gave a self test failure. It was also reported the atrial light is not illuminating under self test or device shuts off intermittently. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).